Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to the procedure, a 3.5x15 trek rx balloon dilatation catheter (bdc) was unpackaged and prepped without issue, as follows: the protective balloon sheath was removed without resistance, the balloon was soaked in saline, and was prepped outside of patient anatomy. The trek rx bdc was then advanced to a moderately calcified, concentric, 90% stenosed lesion in the moderately tortuous mid left anterior descending (lad) coronary artery without resistance. When attempting to inflate the trek rx balloon, the balloon did not inflate. The trek rx bdc was then withdrawn from the anatomy without resistance. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The reported inflation issue was able to be confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, while it had been reported that resistance was felt against the anatomy during advancement of the 3.5x15 trek rx balloon catheter, this information had not been included in the initial report. The following additional information was also received subsequent to the initial filed medwatch report: during prep, the 3.5x15 trek rx balloon dilatation catheter (bdc), both the protective balloon sheath and its stylet were able to be removed without resistance. The balloon failed to inflate at all during the attempted inflation. The procedure was completed via dilatation with another trek balloon, followed by stent placement. While the site reported that they were unable to confirm any leaks, the abbott vascular returned goods lab received the 3.5x15 trek rx in the following condition: fluid was noted to leak out of a pinhole on the proximal balloon shoulder; there were scratches proximal and distal from the pinhole. No additional information was provided.